Event description:
It was reported the patient had a change in therapy effect. It was noted the patient had experienced intermittent therapy where they felt it was ¿sometimes too much and sometimes too low.¿ it was further noted that this started in (B)(6) 2013 and had gotten progressively worse since then. The reporter stated the patient had a spinal cord injury, but no other recent change in medical history. It was noted there were no alarms and the manufacturing representative checked the pump logs which showed nothing abnormal. A dye study and roller study were performed and no problems were found. The pump system was being used to deliver compounded baclofen. It was further reported that no volume discrepancies had been noted at refills. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. There was o-ring wear in the motor. The pump was received with an empty reservoir and left in the flex infusion mode. Also noted was a motor stall and motor stall recovery on (B)(6) 2014. Dispense testing was performed and passed. Destructive analysis was performed and no significant anomalies noted.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0058154r, implanted: (B)(6) 2001, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4).

Event description:
Additional information received reported that the patient reported being ¿too loose, then too tight¿, and that there were no other symptoms. It was noted that no other troubleshooting was performed and that nothing had been explanted. It was unknown if the patient still had issues. The patient was being worked up for ¿inrelated¿ medical causes in the change of tone.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the pump was explanted on 2014-(B)(6) due to symptoms of persistent overdose and underdose. The symptoms were periodic over days of ¿even weeks.¿ a dye study and roller/rotor study were done. The logs were checked. X-rays and MRI were taken. The patient status at the time of the event was ¿alive- no injury.¿